Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("after the essure implantation procedure she began to experience abdominal pain") and pregnancy with contraceptive device ("pregnant despite having the essure device placed at the time of conception, and subsequently delivered a baby boy") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("pregnant despite having the essure device placed at the time of conception"). On (B)(6) 2014, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first, second and third trimesters of pregnancy. In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery following removal of essure"). On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), pregnancy with contraceptive device (serious criterion medically significant), back pain ("after the essure implantation procedure she began to experience back pain") and menorrhagia ("after the essure implantation procedure she began to experience heavy menstrual bleeding"). The patient was treated with surgery (essure was removed on (B)(6) 2016). Essure was withdrawn. In 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the abdominal pain, back pain and menorrhagia had resolved and the procedural pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, pregnancy with contraceptive device, back pain, menorrhagia and procedural pain to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and after the essure implantation procedure she began to experience abdominal pain. It was reported she got pregnant despite having the essure device placed at the time of conception, and subsequently delivered a baby boy. Essure was removed. The events are anticipated according to the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In addition, abdominal pain may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (constant, severe)"), abdominal pain ("after the essure implantation procedure she began to experience abdominal pain"), pregnancy with contraceptive device ("pregnant despite having the essure device placed at the time of conception, and subsequently delivered a baby boy/ pregnancy (no complications)"), deep vein thrombosis ("dvt") and genital haemorrhage ("abnormal bleeding (general)") in a 32-year-old female patient (gravida 4, para 4) who had essure (batch no. B21571) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant despite having the essure device placed at the time of conception" and device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included multi gravida, parity 4 (date of births: (B)(6)1997, (B)(6) 2012, (B)(6) 2013, (B)(6) 2016) and cesarean section. Patient was a non-smoker. She has no family history of thrombosis. Concurrent conditions included non-smoker, obesity, unilateral leg pain, swelling of legs, vaginal pain and offensive vaginal discharge. Family history included breast cancer (grandmother), cancer (aunt) and hypertension (dad). Concomitant products included medroxyprogesterone (depo provera) and prenatal plus iron from 2015 to 2016. On (B)(6) 2014, the patient had essure inserted. In january 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain bilateral lower abdominal pain (constant, severe)") and alopecia ("hair loss"). In april 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In january 2016, the patient experienced procedural pain ("painful post-operative recovery following removal of essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), deep vein thrombosis (seriousness criterion medically significant), back pain ("after the essure implantation procedure she began to experience back pain"), menorrhagia ("after the essure implantation procedure she began to experience heavy menstrual bleeding"), hormone level abnormal ("hormonal changes"), cholelithiasis ("gallstones") with nausea and hypothyroidism ("hypothyroidism") with fatigue. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with enoxaparin sodium (lovenox), levothyroxine sodium (synthroid), ibuprofen, surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy (removal of fallopian tubes)) and surgery (essure was removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2016, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, dysmenorrhoea, abdominal pain lower and alopecia had resolved. At the time of the report, the abdominal pain, back pain and menorrhagia had resolved and the deep vein thrombosis, procedural pain, cholelithiasis and hypothyroidism outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cholelithiasis, deep vein thrombosis, dysmenorrhoea, genital haemorrhage, hormone level abnormal, hypothyroidism, menorrhagia, pelvic pain, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Essure did not caused birth defects. She did not had any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. She did not retain the essure or any portion of it. She had a repeat c-section on (B)(6) 2016 and delivered a female infant weighing 6-14. She had a btl (bilateral tubal ligation) done at the time of delivery. She had essure done jan-2014 which failed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Current weight as of (B)(6) 2018: 250 lbs approximate weight at the time of essure placement: 236 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint.. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (constant, severe)"), abdominal pain ("after the essure implantation procedure she began to experience abdominal pain"), pregnancy with contraceptive device ("pregnant despite having the essure device placed at the time of conception, and subsequently delivered a baby boy/ pregnancy (no complications)"), deep vein thrombosis ("dvt") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) year-old female patient (gravida 4, para 4) who had essure (batch no. B21571) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant despite having the essure device placed at the time of conception" and device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's past medical history included multi gravida, parity 4 (date of births: (B)(6) 1997, (B)(6) 2012, (B)(6) 2013, (B)(6) 2016) and cesarean section. Patient was a non-smoker. She has no family history of thrombosis. Concurrent conditions included non-smoker, obesity, unilateral leg pain, swelling of legs, vaginal pain and offensive vaginal discharge. Family history included breast cancer (grandmother), cancer (aunt) and hypertension (dad). Concomitant products included medroxyprogesterone (depo provera) and prenatal plus iron from 2015 to 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain bilateral lower abdominal pain (constant, severe)") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery following removal of essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), deep vein thrombosis (seriousness criterion medically significant), back pain ("after the essure implantation procedure she began to experience back pain"), menorrhagia ("after the essure implantation procedure she began to experience heavy menstrual bleeding"), hormone level abnormal ("hormonal changes"), cholelithiasis ("gallstones") with nausea and hypothyroidism ("hypothyroidism") with fatigue. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with enoxaparin sodium (lovenox), levothyroxine sodium (synthroid), ibuprofen, surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy (removal of fallopian tubes)) and surgery (essure was removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. In 2016, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, dysmenorrhoea, abdominal pain lower and alopecia had resolved. At the time of the report, the abdominal pain, back pain and menorrhagia had resolved and the deep vein thrombosis, procedural pain, cholelithiasis and hypothyroidism outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cholelithiasis, deep vein thrombosis, dysmenorrhoea, genital haemorrhage, hormone level abnormal, hypothyroidism, menorrhagia, pelvic pain, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Essure did not caused birth defects. She did not had any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. She did not retain the essure or any portion of it. She had a repeat c-section on (B)(6) 2016 and delivered a female infant weighing (B)(6). She had a btl (bilateral tubal ligation) done at the time of delivery. She had essure done (B)(6) 2014 which failed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Most recent follow-up information incorporated above includes: on 2-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number b21571, indication female sterilization was added. Event pregnancy (no complications) was clubbed with previously reported event. Events pelvic pain, hormone level abnormal, genital haemorrhage, nausea, dysmenorrhoea, fatigue, abdominal pain lower, alopecia, cholelithiasis, deep vein thrombosis, hypothyroidism and device monitoring procedure not performed were newly added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-jan-2017: quality-safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and after the essure implantation procedure she began to experience abdominal pain. It was reported she got pregnant despite having the essure device placed at the time of conception, and subsequently delivered a baby boy. Essure was removed. The events are anticipated according to the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In addition, abdominal pain may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events and lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.